Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced tripping hazard; unexpected perimeter. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. An additional event was identified and therefore added to this summary report. Evaluation results findings (components/results) 2 devices: appropriate term/code not available/no findings available.

Event description:
This report now summarizes 2 malfunction event(s), instead of 1. After further evaluation, it was found that the user was found to have sustained a laceration and concussion, but no serious adverse consequence occurred.